Event description:
A (B)(6) male with re-current end stage multiple myeloma with multiple compression fractures and myelomatous lesions throughout the thoracolumbar spine with intractable pain was treated as last resort for compassionate reasons despite suspected anemia and uncorrectable coagulopathy. The pt developed right leg weakness that progressed to paraplegia the day following the procedure. Pt's delirium precluded anesthesia and diagnostic mr until day 2 post-op at which time a diffuse laminated epidural hematoma was diagnosed. Mr of the spine and head there were no needle violations of the canal or cement extravasation into the canal. The devices worked as intended with no malfunction. Neurosurgery decided against pursing invasive against surgery due to duration of the cord compression, coagulopathy and patients terminal illness..

Manufacturer narrative:
The suspect device lot number is not provided. However, the products were tested and met all specifications per standard operation procedure prior to release to finished goods.